Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with an episode of ventricular oversensing. Review of the egm revealed myopotential oversensing. The oversensing was reproducible with coughing, but not with arm movements. Programming changes were made. The patient will continue to be monitored.